Event description:
Complainant alleged that while performing the customer's requested upgrade, the device displayed "poor pad contact" error message. There was no pt involvement during the reported malfunction.